Event description:
On (B)(6) 2006, I underwent a right total hip arthroplasty. I received a depuy pinnacle cup size 52 mm, with a 36 mm x 52 mm pinnacle neutral metal insert, prodigy hip stem with porocoat, size 12 small stature, and the femoral head was a 36 mm diameter +5 neck. Soon after this surgery, I began experiencing severe pain and discomfort. On (B)(4) 2011, I underwent a revision of the right total hip arthroplasty. The metal liner was replaced with a polyethylene liner. Since the implantation of the pinnacle devices, I experience severe pain and discomfort and inflammation in my right thigh and right hip area. I also feel extreme discomfort when sitting, walking, or standing for a period of time. Diagnosis or reason for use: degenerative joint disease, right hip.